Event description:
Boston scientific crm received information that the monitoring voltage of this implantable cardioverter defibrillator (ICD) decreased from 3.03 v to 2.68 v in six months. There was concern the battery was depleting prematurely. No adverse patient effects were reported.

Manufacturer narrative:
Technical services recommended obtaining a save to disk at the next follow-up appointment. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Subsequently, the device was explanted and returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a higher then expected current draw was found. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.